Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10.

Event description:
It was reported that prior to use the syringes were discovered to be damaged while still in packaging with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the packaging is fine, but the syringes inside are damaged.

Event description:
It was reported that prior to use the syringes were discovered to be damaged while still in packaging with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the packaging is fine, but the syringes inside are damaged.

Manufacturer narrative:
MFR# 1911916-2019-01143 has been deemed not reportable after further review and will be cancelled. There was no report of serious injury, medical intervention, or reportable device malfunction. General dissatisfaction of the product does not impact the intended use of the device which would not lead to harm or serious injury to the clinician or patient. MFR# 1911916-2019-01143 is null and void.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the syringes were discovered to be damaged while still in packaging with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the packaging is fine, but the syringes inside are damaged.